Event description:
The patient reportedly experienced sound quality issues, headaches, episodes of dizziness and metalic taste disturbance with her device. External equipment was exchanged. However the problem was not resolved. Testing indicated that the device was functioning. Surgery to explant the device has been scheduled.